Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to unknown reasons. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.